Event description:
The customer contacted braun thermoscan on 1/28/1998 via the 1-800 number. She reported obtaining low readings when the unit was used on her son sometime in 11/1997. The boy was acting "fussy", so she took his temperature using her ear thermometer. Over the next few days, she used the unit to monitor the child. Although she was obtaining readings she considered normal, due to his behavior, she continued giving him tylenol. The evening before the seizure occurred, a dose of tylenol was given before the child went to bed. About six hrs later, the child awoke at 1:00 a.m. Having a febrile seizure. An ambulance was called to the house. The emt used the family's ear thermometer and obtained a "normal" reading. He then took a rectal temperature and obtained a reading of 106f. Later at the hosp, another rectal was performed, with a reading of 105f being observed. The hosp administered tylenol and advil, prescribed an antibiotic, thought the boy has a virus, and released him at 6:30 a.m. Once they had brought the fever down. The customer reported she had never established a healthy baseline and was not using the unit in the correct mode.